Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed. Reporter phone: (B)(6).

Event description:
The event involved a chemo safelock bag spike where occlusion/ solution does not drip. Two (2) actual samples were received. One was received connected to a 100ml saline bottle (sample1). The other has nothing connected (sample2). The actual samples were connected saline bag and kl-msu, and liquid flow was checked under gravity. Liquid flow was not able to be established in both samples. CT inspection was performed. The opening was confirmed to be clogged in both samples. It was also mentioned that the event was not detected prior to direct patient use. The event occurred during infusion following preparation procedure of saline, abraxane with antiemetic medications with chemosafe lock infusion set as mating devices involved. Furthermore, it was also mentioned that there was no serious injury/death, no blood loss, no adverse operator consequences, no unprotected chemo exposure and no medical/surgical intervention were required.

Manufacturer narrative:
A series of photos were shared by the customer, where a CT inspection inside the chemo where a comparison between a good and actual sample is observed. Where the "actual sample" looks to be occluded the fluid path in comparison with the "good sample" photo, another photo is shown how customer is trying to push / extract fluid from the set. Two (2) used list#: kl-bs001u3, chemosafelock bag spike were returned for evaluation. As received no physical damage or anomalies were observed. No mating device was returned. Both samples were cut and an errant solvent inside the fluid path of sample #2 was confirmed and in sample #1 an errant solvent between the spike and chemolock connection was observed. The complaint of occlusion can be confirmed. The probable cause was due to errant solvent applied during assembly process in manufacturing. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.